Manufacturer narrative:
No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Legal matter.

Event description:
It is alleged by the attorney through the filing of a claim that the patient underwent a left total shoulder surgery on or about (B)(6) 2013. It is further alleged that "by late 2016, mr. (B)(6) began to experience increasing pain and decreased function of his shoulder." His left shoulder was revised on or about (B)(6) 2017.